Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet issued an insulin occlusion alert at school, after which the school nurse removed the infusion set and the caregiver planned to provide replacement supplies; the reported blood glucose was about 180 mg/dl, and the occlusion resolved after the supply change. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included attempts to obtain follow-up information and provide troubleshooting and education. Investigation of this case revealed that the event was consistent with an infusion set occlusion that resolved with set replacement, with no further data available. It was concluded that the infusion set experienced an occlusion that was addressed by replacing the set, with no adverse health effects reported.